Event description:
Additional information was received that the user facility reformed additional culture testing and the scope passed subsequent microbiological testing.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned to olympus for device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been less than a one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. The investigation was not able to judge the relation between the subject device and the event from the following investigation results. Sampling from washings tested positive for 1-9 cfu of coagulase-negative staphylococci, 1-9 cfu of gram positive bacill, 1-9 cfu of alcaligenes species, and 1-9 cfu of gram-positive coccobacilli on (B)(6) 2022. However, the user facility later reported that additional culture testing on the device resulted in negative test result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for 1-9 colony forming unit (cfu) of coagulase-negative staphylococcus and tested positive for 1-9 colony forming unit (cfu) of alcaligenes species on (B)(6) 2022. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.